Event description:
The customer reported to olympus the evis exera iii bronchovideoscope had no image when plugged in. The reported issue occurred during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was flickering/ noise on the image. Upon further inspection, it was observed that the glue on the bending section cover had a chip and was peeled off. It was also observed that there was fluid inside the light guide lens after aeration dry. It was also observed that the biopsy channel was leaking due to an inside scrape. It was observed that the scope failed the continuity test between 100 to 200 ohms after drying. It was also observed that the insertion tube had a dent, scratches and had a failed ring gauge. Lastly, it was observed that the angulation in the up and down direction were low. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invasion an abnormality of electronic parts occurred which led to occurrence of the suggested event. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. - if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. - if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Olympus will continue to monitor field performance for this device.